Manufacturer narrative:
Surgeon reported a broken device in 1st ipj fusion, 3 weeks post-op, causing a dorsal wound. Removal surgery performed the next day. Immediate post-op imaging showed good alignment and stability. It was reported that the patient had pre-existing medical conditions and was weight-bearing on day 1 post-op, contrary to the surgeons' recommendations. The actual device could not be examined as it was not provided to the company. An investigation was performed including internal analysis of records, and surgeons' feedback. There is no indication of a design, manufacturing or process issue affecting implant safety or effectiveness. The investigation concluded that this event was the outcome of patient non-compliance with post-operative care recommendations resulting in implant breakage. The instructions for use include precautions that the patient is warned that the device might break or be damaged as a result of early weight bearing. It also emphasizes correct patient selection and contraindicates use in patients where post-op compliance cannot be guaranteed. Although the company does not believe that the device directly caused the injury, this event is being reported out of an abundance of caution. Company continues to monitor these events as part of post market activities. Additional report from the manufacturer relating to this event: #3014554088-2021-00004.

Event description:
Broken ossiofiber compression screw 4.0x44 mm in first ipj fusion, 3 weeks post-op, causing a dorsal wound. Removal surgery performed.

Manufacturer narrative:
Surgeon reported a broken device in 1st ipj fusion, 3 weeks post-op, causing a dorsal wound. Removal surgery performed the next day. Immediate post-op imaging showed good alignment and stability. It was reported that the patient had pre-existing medical conditions and was weight-bearing on day 1 post-op, contrary to the surgeons' recommendations. The actual device could not be examined as it was not provided to the company. An investigation was performed including internal analysis of records, and surgeons' feedback. There is no indication of a design, manufacturing or process issue affecting implant safety or effectiveness. The investigation concluded that this event was the outcome of patient non-compliance with post-operative care recommendations resulting in implant breakage. The instructions for use include precautions that the patient is warned that the device might break or be damaged as a result of early weight bearing. It also emphasizes correct patient selection and contraindicates use in patients where post-op compliance cannot be guaranteed. Although the company does not believe that the device directly caused the injury, this event is being reported out of an abundance of caution. Company continues to monitor these events as part of post market activities. Additional report from the manufacturer relating to this event: #3014554088-2021-00004.

Event description:
Broken ossiofiber compression screw 4.0x44 mm in first ipj fusion, 3 weeks post-op, causing a dorsal wound. Removal surgery performed.